Event description:
MRI tech called because mdt rep checked scs system today and told the MRI tech that there is an issue with the lead. Technical services (ts) asked, but the MRI tech did not know what the issue was. Additional information was received from the patient. They reported that the battery barely works and a lead stopped working. They do not know the cause. The settings were updated and the issue was not resolved. They having it removed and want it out.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial(B)(6) implanted: (B)(6) 2020 explanted: product type lead product ID 977a260 serial(B)(6): (B)(6) 2020 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial (B)(6), ubd: 03-apr-2024, UDI (B)(4); product ID: 977a260, serial (B)(6), ubd: 03-apr-2024, UDI (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.